Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. Additional information has been requested and received. (B)(4).

Event description:
A surgeon reported that following a cataract surgery with intraocular lens (iol) implant, a patient experienced unsatisfying post-operative visual acuity. Poor central vision was reported. The affected eye was the right one, there were no refractive disorders. The visual field did not authenticate the inadequate central vision. Optical coherence tomography (oct) seemed normal. After surgery, use of an antibiotic collyrium, anti-inflammatory and iopidine was prescribed. Additional information has been requested and received.